Event description:
The hospital reported that the size of the graft was not the same as on the outside of the box which shows a 28mm 20cm hemashield plat wdv.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).